Event description:
Sorin group (B)(4) rec'd a report that the s5 roller pump displayed an error message during a procedure. There was no report for pt injury.

Manufacturer narrative:
Sorin group (B)(4) mfg the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin grup rec'd a report that the s5 roller pump displayed an error message during a procedure. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported error. The unit was soak tested and no issues were identified. A serial readout was performed and sent to livanova (B)(4) for evaluation. The pump was not returned to service, pending the results of the serial readout analysis. Analysis of the serial readout at livanova (B)(4) identified several "overload_peak (672) messages on the system panel display and an error message 442. Both messages indicate over-occlusion and resulted in the pump not starting. The reported issue was caused by a user error and failure to adhere to the instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site; user error.